Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture of september 11, 2015 to march 17, 2025. This review confirmed that the device has not been returned for servicing and that there is no production failures associated with it that would correlate with the customer-reported issue. The report that the screen was dark was confirmed by the bd field service engineer (fse) and replicated during laboratory testing. According to work order 01757169, the complaint concerned a device that would not power on. After verifying the outlet was functional, the power supply was replaced, resolving the issue. The nurse and pharmacy confirmed access to patient information and medications. Laboratory testing found that the assembly power module when installed in a dchu medstation es system, it failed to power on, and the power supply fan did not operate. Inspection revealed thermal damage to two resistors on the power supply board. During external inspection no visible damage was observed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had a dark screen. Customer rebooted the device and unplugged and replunged the device and it did not work. There was no report of impact to patient care.